Event description:
Patient with a history of cryptogenic stroke associated with a right to left shunting pfo received a cardioseal septal occluder in 2002. Device confirmed by ice to be positioned well with no residual leak. Post pfo closure the patient was placed only on 325mg of asa daily and no further anticoagulation due to a history of excessive vaginal bleeding. During a follow-up visit 4 months later an echocardiogram revealed a thrombus formation on the left and right atrial device discs. Patient place on plavix and asa and thrombus resolved. Patient discharged on plavix 75mg daily and asa 81mg daily for six months. Physician reported this incident as a "transient event with no sequelae that occurred most likely because of a deviation from the standard of care for this particular patient."